Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2012 due to elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receiving additional information, product ID was found and it was determined this product is no longer reportable under this medwatch number.